Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision and halos. The iol was exchanged for another lens model four nd half months following the initial implant procedure. The patient was not hospitalized for the event and there was no patient harm. The prognosis was good. No more information available.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cleaned for further evaluation. A scratch is observed on the anterior surface of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The file indicates the 23.5 diopter (add power +2.2/+3.2) lens was replaced with a toric (1.50cyl), 22.5 diopter (1.50 extended depth of focus) lens. Due to the exchange of a non-toric lens to a toric lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).